Event description:
The consumer's daughter alleges the brake on the rollator didn't hold, causing her mother to fall into the kitchen cabinets. Although hospitalization is alleged, no details of the alleged injury have been provided.

Manufacturer narrative:
A user reportedly fell in a kitchen and alleges the rollator brakes did not hold. User is reportedly in the hosp. It's unk if the device slid due to the surface or if the brake was fully engaged. MDR filed based on alleged serious injury.